Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "lost any and all sensation in ¿ breast", "piercing pain within my chest area", "strange & changing shape", ¿will need a total capsulectomy due to having capsular contracture¿ baker grade unknown and mentions the recall. The events of "regular migraines", "random muscle spasms", "constant dizziness and vertigo", "lower back & neck pain", "gut issue - diagnosed as leaky gut", "joint swelling and pain", "depression", "hair loss" and "heart palpitations" are not device related. Device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional later reported right side rupture. Device has been explanted.

Event description:
Patient reported right side "lost any and all sensation in ¿ breast", "piercing pain within my chest area", "strange & changing shape", ¿will need a total capsulectomy due to having capsular contraction¿ baker grade iii and mentions the recall. Healthcare professional later reported "rupture." The events of "regular migraines", "random muscle spasms", "constant dizziness and vertigo", "lower back & neck pain", "gut issue - disgnosed as leaky gut", "joint swelling and pain", "depression", "hair loss" and "heart palpitations" are not device related. Device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ sensation increase/decrease: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ dizziness-ndr: not applicable as the event is not related to the device. ¿ depression-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ other medical-ndr: not applicable as the event is not related to the device. ¿ edema-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.